Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
The consumer reported their thermometer was giving false negative readings on their infant. The device allegedly was reading 4 to 5 degrees lower than the patient's actual temperature. The infant was brought to a hospital, where it was confirmed that they had a fever. There were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.